Event description:
As reported by the importer: infusion taking longer and outside of standard of error. Drug infused: vancomycin.

Manufacturer narrative:
(B)(4). The device is currently on shipping from USA to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.